Event description:
Subject was not resuscitated. Date of the incident is unk. (B) (4).

Manufacturer narrative:
Method: based on the customer's account of the event. Shock decision changed during analysis.